Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic distal gastrectomy on the fifth firing, the last third of the staple line was formed incompletely. The stomach mucosa and reload were tangled with unformed staples and the surgeon could not remove the reload from the tissue. To correct the issue, the surgeon removed the staples with forceps and manually sewed the incomplete staple line. Another reload was fired with the powered handle and the insertion opening was successfully closed. The product problem caused tissue damage, oozing bleeding, and extended surgical time by 30 minutes or less. The tissue damage was temporary. There was no blood loss of 500cc or more. Current patient status is with no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic distal gastrectomy on the fifth firing, the last third of the staple line was formed incompletely. The stomach mucosa and reload were tangled with unformed staples and the surgeon could not remove the reload from the tissue. To correct the issue, the surgeon removed the staples with forceps and manually sewed the incomplete staple line. Another reload was fired with the powered handle and the insertion opening was successfully closed. The product problem caused tissue damage, oozing bleeding, and extended surgical time by 30 minutes or less.